Event description:
Additional information was received from a device manufacture representative reporting that the healthcare provider (hcp) did not th ink the 8840 was working and that is why the safe state watchdog occurred with the patient's pump. The representative attempted to utilize the 8840 and it worked fine. The reporter stated that the patient's pump and everything was fine now. The representative was going to return the functioning 8840 to the hcp. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8840; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-9, lot# n268493, implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via crts (customer response tracking system) regarding a (B)(6) male patient receiving lioresal (baclofen) (lot # ds0077, exp. 2/2017) 2000mcg/ml at 503.1mcg/day via an infusion pump implanted since 2011 (B)(6). The indication for use was noted as intractable spasticity and post spinal cord injury. On 2015 (B)(6) the patient was in for a routine pump refill. Upon interrogation, beeping was heard and the following messages were received: pump in safe state, reset occurred; and then the logs confirmed a safe state and reset occurred-watchdog. This occurred at the time of interrogation, 1440. The last pump programming was noted as 2015 (B)(6). The hcp reported that the pump dose dropped to 12mcg/day and the simple continuous dose was blank. Per the hcp it erased everything but it appeared to just be the dosing. The hcp planned to reprogram the pump to flex dosing. No patient symptoms or adverse patient events were reported. The pump was successfully updated; when the patient got home he was hearing an alarm every ten minutes. The patient returned to interrogate the pump again and everything appeared fine with no messages. The hcp would update to silence alarms and the patient was sent home. The reporter noted that the 8840 screen froze a fter the session data report was obtained. Troubleshooting resolved the reported issue. Follow up was conducted in an attempt to obtain further information related to the start date of the therapy, other medications taken by the patient at the time, pertinent medical history, the cause of the safe state/reset if determined, and whether the safe state/reset has been resolved. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information regarding the patient's medical records (print report) was later received from the health care professional, the dates ranged from (B)(6) 2015. The print report examined on (B)(6) 2015 indicated that pump was in safe state, reset occurred; safe state, reset due to watchdog and reset occurred on (B)(6) 2015 at 14:40 and 14:42. Pump was also in safe state on the same date ((B)(6) 2015) at 15:09. A motor stall recovery was noted on (B)(6) 2015 at 15:09.